Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. The reported issue with failing flow transducer test has been confirmed during evaluation of received problem description. Our field service engineer did not visit the customer to investigate the reported issue. Instead, the issue was resolved over the phone.